Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly due to suspected fluid loss. During the procedure, it was determined there was fluid loss and a hole in the reservoir. The reservoir was explanted and replaced. No patient complications were reported.